Event description:
The customer reported inaccurately low blood glucose readings with strips lot 1j517a. The pt used the first bottle of test strips and reported that she obtained accurate blood glucose readings. On 9/12/96, she opened the second bottle of test strips and reported that she obtained accurate blood glucose readings. On 9/12/96, she opened the second bottle of test strips from the same box and obtained consecutive blood glucose readings of 26,35 and 19mg/dl. The tests were performed within a 20 minute time span. With the rep, the customer obtained two back to back normal conrol solution test results of 25 and 21 mg/dl versus a normal control soulution was opened two days ago. The customer shook it vigorously before she applied the sample. Also with the rep, the customer obtained a check strip result of 81 versus check strip range of 72/98. The customer removed the desiccant upon initial opening of the bottle. The customer stores her test strips in her living room.